Event description:
It was reported that the surgeon was trialing the trial femur, trial tibia and trial insert with 5mm shim attached. The insert and shim broke as he was attempting to place the trial insert and shim between the trial femur and trial tibia. He removed the broken pieces from the patient's knee and the pieces were carefully checked to make sure no pieces had been left in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos confirmed breakage of attune shim into 2 pieces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos confirmed breakage of attune shim into 2 pieces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : business unit: hip & knee. The surgeon decided to remove slightly more bone from the proximal tibia so that the space where the implants would fit would not be too tight. He then trialed using the 6mm shim and said he was happy that the 5mm insert would be suitable. Femoral and tibial implants were then cemented in and a 5mm insert implant was placed. Surgeon was happy with the outcome. Surgeon was trialing the trial femur, trial tibia and trial insert with 5mm shim attached when the insert and shim broke as he was attempting to place the trial insert and shim between the trial femur and trial tibia. He removed the broken pieces from the patient's knee and the pieces were carefully checked to make sure no pieces had been left in the patient. He then opted to remove more tibial bone and finished the procedure as described above. Photos of the broken instruments are attached. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned item found the device broken in two pieces. Both broken fragments were returned. Additionally, mating device spring component was found attached to one of the metal ring inserts. The potential cause can be attributed to unintended use error by applying prying motion while interacting with the device, causing high stress to one of the engaging points' weak sections, leading to subsequent breakage of the device and its mating item. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the [attune shim sz7 5mm] would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.